Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon of intubation probe was in suppression and was impossible to deflate. Patient outcome was asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation. A visual inspection was performed and it was observed the suction line is damaged and the in flatiron line was cut and the tube is missing the pilot balloon and was not received. An inflation/deflation test was performed and a syringe needle was connected to the inflation line, and 25cc of air were applied to the cuff and no difficulties were observed at the time of inflation nor deflation, the cuff inflated and held the air, the cuff was left inflated 2 hours. After this time, no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed. No failure mode was observed in the received sample, and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.